Manufacturer narrative:
12/17/1997: g1-manufacturing site information corrected and provided.

Event description:
Patient complained of increased back pain over previous 9 days. Diagnostic testing was done, as well as consultation with co's technical services department. X-rays were performed, and it was determined that "the roller head was not moving." The patient had the pump explanted, and a new pump implanted. The patient is back to her previous therapeutic state.